Event description:
The user facility reported that the washer chamber filled with water and then flooded onto nearby flooring. No injuries to patients or staff were reported.

Manufacturer narrative:
A steris technician went on-site, put the unit into service mode and drained the chamber. The technician fully inspected the washer and found all washer functions operated as intended. The technician did note upon visual inspection that there was debris on the safety water level switches, which may have prevented the switches from detecting the chamber water level, resulting in the chamber filling with water and subsequent flooding. The technician cleaned the switches, ran a test cycle and placed the unit back into service. No further issues have been reported with the equipment. The equipment operator manual states (pp. 6-3), "clean and disinfect water level float in chamber sump using a germicidal detergent (monthly), see section 6.15." Section 6.15 of the manual further states, "for each of the two water level floats - loosen both screens; remove mesh to access inside area of float. Gently wipe interior surfaces; if debris is present, lower mesh can be removed. Once float is clean, put both mesh screens on and secure." Steris has scheduled in-service training on (B)(4) 2011, regarding the proper cleaning and maintenance of the washer.